Manufacturer narrative:
After the event, the customer performed qc with results outside the acceptable range. The investigation reviewed the customer's calibration results and determined the results were ok. The investigation confirmed the qc results prior to the event were ok but went out of range on (B)(6) 2021. The investigation reviewed the system's alarm trace and found abnormal aspiration alarms. The customer's sample pre-analytic details were requested but not provided. The field service engineer found the vacuum nozzle was not fully aspirating the mixing vessel. He replaced the vacuum nozzle and the sipper nozzle. He performed calibration and qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer's calibration and qc were ok. The initial na results were reported outside the laboratory. The initial na results were "critically low." The customer performed repeat testing with the samples on the same ise module. Patient 1's initial na result was 126 mmol/l. The patient's repeat na result was 133 mmol/l. Patient 2's initial na result was 122 mmol/l. The patient's repeat na result was 133 mmol/l. Patient 3's initial na result was 128 mmol/l. The patient's repeat na result was 134 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number and expiration date were requested but not provided.